Event description:
Spontaneous: patient reported that while she was mixing her cassette for IV veletri, one of the q-syte vial adapters leaked and caused her to waste one 1.5mg vial veletri, pt requested replacement. Patient did not have lot number or expiration date available. Already discarded defective adapter and packaging. No further information available. Reported to (B)(6) by pt/caregiver.